Manufacturer narrative:
No results available since no evaluation performed. Isi has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this event. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Furthermore, while it was reported that there are no known patient consequences, there is evidence to suggest that unplanned medical intervention was administered to control the bleeding ¿at two points.¿ at this time, the volume of blood loss is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 1 usage allotted to it, which is tracked by the da vinci surgical system. The instrument was used for its initial use during the procedure and, therefore, was not expired. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hemicolectomy (right) surgical procedure, the surgeon encountered an instance of bleeding while using a vessel sealer extend instrument in conjunction with an e-100 electrosurgical generator unit (esu). It was reported that the vessel was not larger than 7mm in diameter. "Upon a few activations around the vessel, there was bleeding which had to be controlled at two points." Surgical staff members were able to control and ligate the vessel via suturing. The site has opted not to return the instrument for analysis. The procedure was completed as planned once the bleeding was controlled, and it was reported that there are no known patient consequences as a result of the reported event. Intuitive surgical, inc. (Isi) has attempted follow-up with the initial reporter to obtain additional information regarding the event, but has not received a response at this time.